Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: unscannable serial number label, cracked select, down, up, right, left keypad buttons. The pump was received without a battery cap. During power up, the down and select keypad buttons did not work. Unable to perform the self test due to the non-functioning keypad buttons. Unable to upload using thump due to the non-functioning keypad buttons. The case was cut open. After peeling off the keypad overlay and the layers underneath it, there is corrosion underneath the dome switches of both the select and down keypad buttons. The boards were taken out of the case and inserted into a known good case. All buttons were tested while navigating the menus, and they all worked properly. The software version was then able to be obtained. In summary, the customer¿s report of unresponsive keypad buttons was confirmed during testing. The non-functioning select and down keypad buttons are due to corrosion underneath their dome switches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and the keypad was not responsive. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed; the customer was unable to clear the alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.